Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this device was checked in april 2010 and the gas gauge showed less than 0.5 years remaining. Currently, the device was still indicating less than 0.5 years remaining. No adverse patient effects were noted.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.